Manufacturer narrative:
Explant was reported due to leaflet tear and regurgitation. The investigation found that leaflets 2 and 3 were torn and that there was degenerative changes at the tear sites. There was minimal pannus formation. No acute inflammation or significant calcifications were present. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear sites, which could have contributed to the formation of the tear.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that trifecta¿ gt valve was implanted on an unknown date. Regurgitation was confirmed by echocardiogram (echo) at that time. The explant is planned for (B)(6) 2021. No additional information was provided.